Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2021 with some dizziness. During examination of the lead, it was noted that the right ventricular (rv) lead had exit block with high rv pacing threshold. Further, x-ray which was taken revealed that the rv lead had micro dislodgement. The physician performed revision of rv lead on (B)(6) 2021, where the rv lead was moved to a more suitable mid septal position. The procedure resolved the capture issue. The patient was in stable condition before, during and after the procedure.